Event description:
The catheter is attached to a needle. After the needle is inserted into the patient the catheter is supposed to slide off, but this catheter did not slide off. The entire unit was removed from the patient and replaced. The patient was not injured. After removal, still could not get the unit to work.